Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service representative replaced the sample needle and electrodes. He performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas c 303 analytical unit. The initial result is 149 mmol/l, and the repeated result was 139 mmol/l. The repeated result was obtained on another module.